Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a faulty touch screen, it was noted to have a white screen and a defective liquid crystal display. Analysis additionally noted errors in the update history and one rubber display foot as well as the stylus missing. The liquid crystal display and stylus were replaced, the touch screen calibrated, new software installed and the device cleaned. It then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported via follow-up that the programmer had been changed out at the clinic, prior to its return.